Event description:
The caller stated that the cuff of the tracheostomy tube leaked after only four hours and had to be replaced. She says it happened in 2009, but she was just finding out about it. She further stated that the patient has multiple sclerosis and curvature of the spine. The patient's mother pretest's the tracheostomy tubes and she uses about 1 1/2 10cc syringe to inflate the cuff. They change out the tracheostomy tube once a month and the mother cleaned it four times a day on average. She lubricates it with brand k-y jelly, and cleans the stoma with saline. The patient is on a ventilator twenty-four hours daily seven days a week, but she did not know the ventilator type or settings. She stated that they did not save the tracheostomy tube or packaging and does not know the lot number.